Event description:
It was reported that during surgery, the nerve was visible but the emg tube was not demonstrating nerve stimulation. The tube was re-adjusted approximately four or five times and there was still no nerve response exhibited. The procedure was delayed while another emg tube was obtained and placed. The procedure was then completed without further incident. There was no report of injury to the patient.

Manufacturer narrative:
Attempts were made to obtain additional information; any missing required information in this report is a result of the information not provided by the customer. (B)(4). The product was returned to the manufacturer for evaluation. The product was returned with no packaging or labeling to identify the product lot number. Visual examination identifies the product as item #(B)(4) 6mm emg tube. The tube was inspected without visual aid and no anomalies were found. A small amount of biodebris was noted on the cuff and exposed electrode area indicating the cuff was used. The electrode assemblies were checked for resistance from the exposed electrode area to the connectors with a fluke multi-meter. The two red electrodes measured 3.0 ohms and 2.9 ohms. The blue electrodes measured 3.1 ohms each. These measurements are within specification (resistance of each lead must be between 1.7 and 3.7 ohms). Each electrode was checked across all other electrodes and no electrical shorts were detected. The cuff was inflated with 20ml of air and submerged in water. No bubbles were noted. This product met with the specifications for cuff inflation and electrical conductivity. The complaint is unconfirmed. Device description: the medtronic nim standard reinforced emg endotracheal tube and the nim contact reinforced emg endotracheal tube are flexible silicone elastomer endotracheal tubes with inflatable cuffs. Each tube is fitted with four (two pairs) stainless steel wire electrodes. These are embedded in the silicone of the main shaft of the endotracheal tube and exposed only for a short distance, approximately 30 mm, slightly superior to the cuff, for contacting the vocal cords. The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are manufactured from silicone elastomer that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The medtronic nim family of nerve monitors is the recommended emg monitor for use with the emg endotracheal tube. All references to connections and technical specifications for emg monitors contained in these instructions are made with references to the nim family. Medtronic recommends that the user consult the nim user's guide for determining proper settings of the nim and instructions for intraoperative emg monitoring and motor nerve location and stimulation. Intended use / indications for use: the emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. IFU warnings: avoid false negative responses (failure to locate nerve), which may be caused by: neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli. Deep anesthesia, which may suppress neuroelectrical activity of the recurrent laryngeal nerve. Insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small. Displacement during the procedure when rotating the patient's head and neck. Do not rotate patient's head and neck during monitoring as misplacement of the emg tube may occur resulting in false negative responses. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning.